Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 71 mg/dl and a result of 565 mg/dl was 10 minutes later. The customer received a result of 143 mg/dl 10 minutes after the 565 mg/dl result. No adverse event reported. Return of the suspect device was requested for evaluation.